Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010852, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010852". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010852 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 06-jan-2025, with a total of (B)(4) units. The sub-assembly lot 4m02834 was manufactured according to the wi version 27 on 21-dec-2024, with a total of (B)(4) units. The sub-assembly lot 4m02834 was manufactured according to the wi version 27 on 06-jan-2025, with a total of (B)(4) units. The sub-assembly lot 4m02835 was manufactured according to the wi version 27 on 22-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi-002702 guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi-002688 guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 400mg/dl at the time of event and the patient got treated with injectable bolus. The length of ER stay is for less than 24 hours. The patient also had symptoms like weakness nausea and decompensation. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: argentina. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010852, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010852". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010852 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 06-jan-2025, with a total of (B)(4) units. The sub-assembly lot 4m02834 was manufactured according to the wi version 27 on 21-dec-2024, with a total of (B)(4) units. The sub-assembly lot 4m02834 was manufactured according to the wi version 27 on 06-jan-2025, with a total of (B)(4) units. The sub-assembly lot 4m02835 was manufactured according to the wi version 27 on 22-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code idd-pmc05.26 soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.